Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review: there is a two level fusion with solera rods from l4-l5 to s1. The screws are osteogrip threads. There is an interbody device at l4 but none visible at l5. The s1 screws are broken bilaterally just ventral to the pedicles at the thread change on the screw. It appears this is reportable although the malfunction was technique driven as the screws at s1 appear undersized, and no interbody support was offered in the l5 disc to reinforce and ameliorate the lumbosacral forces.

Event description:
It was reported that the patient underwent a l4-s1 fusion. Post-operatively, there were two broken screws at s1. The doctor will do a CT scan in order to see what type of revision surgery he needs to perform. No patient complications were reported.